Event description:
During the surgical procedure performed laparoscopic cholecystectomy, the trocar began leaking air out of the inner valve of the 5 mm port during the surgical procedure with disruption of air entering cavity. No adverse event to the patient